Manufacturer narrative:
The suspected root cause is collision due to user error. The robot collided and shutdown. Since pressure was still applied to robot arm, the robot sensed collision and would not resume operation. Manual release was required. Collision would have been avoided, if the surgeon released the pedal before it and change the configuration of the robotic arm before driving the robot onto trajectory.

Event description:
During surgery, robot arm collided with the mayfield head holder adapter. The collision was detected by the software and device shutdown. Because of the contact of the robot arm against the mayfield head holder adapter, robot arm had to be released manually.